Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/05/2014 with the following findings: evaluation revealed that the keypad symbols were worn off. The battery compartment is cracked below finger pad. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed cracked battery compartment. This report is made based on results of investigation completed on 08/05/2014.